Event description:
Upon removing the product from the hoop, the physician noticed a crimp approximately 10 cm from the distal tip. This was noticed on the back table before the product was used as it was removed from the hoop. The physician opened another catheter and completed the case. This catheter was crimped in roughly the same location as the previous one.

Manufacturer narrative:
A DHR's review of these manufacturing lots were performed. This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009. A review of the device history record (DHR) was completed on part# 0854 (lot# l14327). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. The DHR review of final assembly (lot# l14327) indicated that 100% inspection of the devices resulted in (B)(4). This lot was associated with (B)(4) for incorrect expiration date entered on label. The product was disposition use as is since the expiration date entered is within the product shelf life of 36 months. This lot was associated with (B)(4) for distal tensile strength. The lot was tested and sorted. The lot has passed all dimensional measurements per specification, in addition, all destructive testing was completed per required process monitoring requirements and results met specification for the tensile strength. The parts released in this lot met process requirement. A review of the device history record (DHR) was completed on part# 0854 (lot# l14256). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. The DHR review of final assembly (lot# l14256) indicated that 100% inspection of the devices resulted in (B)(4). The lot has passed all dimensional measurements per specification, in addition, all destructive testing was completed per required process monitoring requirements and results met specification for the tensile strength. The parts released in this lot met process requirement. Additional info: lot f14327, expiration date: 10/2011, device manufacture date: 11/01/2008.